Manufacturer narrative:
Additional information: a1, a2 (date of birth), b6, d9, g3, h3, h6 correction: b5, e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that only the seal housing and cannula were received. The cannula was gouged at the distal end. Functional testing noted that the device passed an air leak test. It was reported that a component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the device made contact with a surgical device during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic 3-hole esophagectomy using the device, part of the cannula broke off and fell into the patient while mobilizing the conduit. An x-ray was performed to locate the component, but the piece of the trocar cannula was left in the patient. The event did not lead to or extend patient hospitalization. There was no unanticipated tissue loss, tissue damage, significant blood loss, or extension of surgical time or incision due to the product problem. The procedure was continued after the x-rays were taken, and no additional operation was planned to correct the issue.

Event description:
It was reported that during a laparoscopic 3-hole esophagectomy using the vs101012p 12 dil cann rad exp slv, part of the cannula broke off and fell into the patient while mobilizing the conduit. An x-ray was performed to locate the component, but the piece of the trocar cannula was left in the patient. The event did not lead to or extend patient hospitalization. There was no unanticipated tissue loss, tissue damage, significant blood loss, or extension of surgical time or incision due to the product problem. The procedure was continued after the x-rays were taken, and no additional operation was planned to correct the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.